Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon had difficulty loosening the inserter from the impacted cup.

Manufacturer narrative:
The straight shell inserter was returned for review. Visual inspection reveals that the inserter shows signs of wear and tear at the impactor handle, suggesting extensive use. The frequency of use of this instrument is unknown. The thin portion of the lead thread has fractured but remains attached to the threaded shaft of the hex bolt, creating a burr. Receiving inspection report showed that all devices that were inspected met specifications. The reported device is used for treatment. Review of complaint history for the part-lot combination of the reported device identified no additional complaints. The failure occurs when the straight shell inserter is paired with a continuum shell. The levering force puts great stress on the distal end of the bolt and its interface with the shell threads. A definite root cause cannot be identified with the information provided.